Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the device gave a geometry error, which could impact movements. Upon troubleshooting, fse identified that the geometry ipc, table long potmeter, and geometry module (with non-responsive buttons) require replacement. It was also noted that the air conditioners in the technical room were switched off. A quote for the replacement was provided, but the customer declined the service, resulting in no further action taken. There has been no additional information received to date. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It was reported to philips that the device gave a geometry error, which can impact movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.